Manufacturer narrative:
The investigation for the reported issue has been completed. The root cause of the pump stop was most likely contaminant built up from re-use which would explain why the initial run with pump (B)(4) would generate an error but subsequent runs would pass. The root cause of skipping step 2 of the case wizard was the purge disc already having been inserted.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported when starting a case, the deairing of the purge cassette and pump were not working. The purge wizard skips the deairing. No alarms occurred. The console was exchanged as a result. There was no reported patient harm.